Event description:
Healthcare professional reported right side rupture discovered during diagnostic testing. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿rupture broken observed on posterior side assessed as surgical impact (shell thickness was within specification). Additional observations: ¿black particles observed on the surface of the shell. ¿non-penetrating nicks observed.

Event description:
Healthcare professional reported right side rupture discovered during diagnostic testing. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.